Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call that the customer had been experiencing blood glucose levels up to 600 mg/dl. Blood glucose level at the time of the call was 481 mg/dl. During troubleshooting, the insulin pump did not show any signs of malfunction. The device was not replaced or returned for analysis.